Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device battery was draining fast, indicating 15-20 months longevity remaining less than two months post implant. It was noted that the device was programmed with high outputs due to high thresholds on the right ventricular (rv) lead. The rv lead also triggered a lead impedance warning. The impedance had dropped from 1471 ohms at implant to 304 ohms. The patient reported pocket stimulation when the lead was programmed in the unipolar pacing configuration. A chest x-ray was ordered and the device was reprogrammed. Subsequently the device was explanted and replaced and the lead was repositioned. No further patient complications have been reported as a result of this event.